Event description:
It was reported that bd integra¿ syringe with detachable needle broke during use. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 305274 batch no.: 8002924 . It was reported by the consumer that the needle part separated from the syringe. Verbatim: I am reaching out to you today because I wanted to let someone know about my experience using one of your products; the bd integra needles/syringes. I was attempting to inject my prescription medication last week and while doing so the entire syringe seized up and the needle part literally shot across the room and separated from the syringe. I have never seen anything like it. While I was not harmed in this process it scared me and I have yet to find the needle tip. Now I am constantly worried about stepping/sitting on it. And injuring myself. I will not be using the remaining syringes because this scared me too much. I work with products and quality control and such so I felt it was important someone knew about this. The product information from the packaging is included in the photos. I disposed of the rest of the syringes.

Manufacturer narrative:
Investigation: three photos were received and evaluated. The photos depict product packaging for integra batch #8002924,(B)(4). Since no samples, including photos, displaying the reported condition have been received for evaluation no defects could be confirmed. Please note that integra product has a retractable needle feature per product design. The reported defect was not identified in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter: address unavailable. Bd corporate address used. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ syringe with detachable needle broke during use. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 305274, batch no.: 8002924. It was reported by the consumer that the needle part separated from the syringe. Verbatim: I am reaching out to you today because I wanted to let someone know about my experience using one of your products; the bd integra needles/syringes. I was attempting to inject my prescription medication last week and while doing so the entire syringe seized up and the needle part literally shot across the room and separated from the syringe. I have never seen anything like it. While I was not harmed in this process it scared me and I have yet to find the needle tip. Now I am constantly worried about stepping/sitting on it. And injuring myself. I will not be using the remaining syringes because this scared me too much. I work with products and quality control and such so I felt it was important someone knew about this. The product information from the packaging is included in the photos. I disposed of the rest of the syringes.